Event description:
The hcp reported the patient was experiencing an increased white blood cell count and "was not responding to opiates". A small amount of fluid was building up behind the pump. The hcp diagnosed the patient with an infection at the site of the pump. The pump and catheter were explanted and subsequently replaced. The patient recovered without sequela. The drug contained in the patient's pump was hydromorphone (15 mg/ml), bupivacaine (40.0 mg/ml), clonidine (100.0 mcg/ml), baclofen (400.0 mcg/ml), and droperidol (125.0 mcg/ml) delivering 12.791 mg/day. Additional information has been requested, but was not available at the time of this report.